Manufacturer narrative:
(B)(4). Malformed clip. The analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device jammed. Unknown how the case was completed. There was no patient consequence.